Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that an insulation abrasion at 22.4 cm to 23.2 cm from the connector pin was consistent with that produced by friction to annother implanted device.